Event description:
While user was positioning her foot on the footrest and shifting her weight, a ring clip broke resulting in the user falling. The fall resulted in a tearing of an acl in her knee. Surgery was required to repair the damaged knee area.

Manufacturer narrative:
Device has not yet been returned to reliance med products. Only a visual review could be performed at user facility. Add'l eval will be performed upon receipt of device. Conclusion: results of the visual insp of suspect device were inconclusive. Attempts to recreate failure on like product in normal use settings did not result in clip breakage. Misuse of product can result in clip breakage.